Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device delivered one round of anti-tachycardia pacing (atp) therapy, which was unsuccessful in converting this patients sinus tachycardia rhythm with ectopic beats, followed by a 41 joule device shock which accelerated the patients rhythm from a ventricular tachycardia to a ventricular fibrillation (vf). A subsequent 41 joule device shock successfully converted the vf arrhythmia. The boston scientific representative will discuss the details of this episode with the physician. The device remains in-service. No additional adverse patient effects were reported.